Manufacturer narrative:
Pump passed sleep current measurement, self test and displacement test. Pump failed active current measurement test due to moisture damage. During visual, found electronics stack with moisture damage. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 233 mg/dl. The customer received a low battery alert prior to the replace battery now alarm. The customer reported that this was the second occurrence of replace battery now with a low battery warning. The insulin pump will be returned for analysis.